Event description:
It was reported that during a procedure, the debris shield got burned. Since no backup units were available at that time, the procedure had to be canceled and rescheduled. Boston scientific has been unable to obtain additional information regarding the event and patient outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). The fse confirmed the reported device allegation. The equipment was inspected following reports of an abnormally loud noise during firing and a burnt blast shield, raising suspicions of damage to the focusing lens. The staff stated that the blast shield has previously burnt out and replaced, however the same fiber optic cable was continued to be used with checking if it is in good condition. Microscopic inspection found that the fiber optic cable was burnt. Similarly, the focusing lens was checked using the aiming beam and confirmed it was also burnt. The equipment was opened and found white dust in various areas (circuit boards, cables, and hoses). A large amount of black residue and a strong burnt odor were noticed in the focus assembly area, most likely due to continued operation with the damaged fiber and lenses. The fse thoroughly cleaned the area, and inspection of the focusing lens confirmed the damage (showing a burn spot in the center and general opacity). The lens was replaced and the installation site was cleaned internally. The blast shield was also replaced. The focus assembly was aligned, general functionality and power output tests were performed, yielding satisfactory results. The staff were advised to always verify the condition of the blast shield and fiber optic cable prior to procedure. Training was also provided on inspecting the blast shield and using the microscope to check the fiber optic cable. The equipment was fully functional and ready for use. A risk review was completed and confirmed that the events of cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A device history record (DHR) review was performed and confirmed that the device met all applicable specifications prior to distribution and that no manufacturing deviations were identified that could have contributed to the reported event. Based on all the available information, the investigation conclusion code of cause traced to component failure has been assigned as the most probable cause of the complaint.

Event description:
It was reported that during a procedure, the debris shield got burned. Since no backup units were available at that time, the procedure had to be canceled and rescheduled. Boston scientific has been unable to obtain additional information regarding the event and patient outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.